Event description:
It was reported that while using the bd maxzero¿ multi-fuse pressure rated extension set the clear piece that is used to grip and twist off broke. The following information was provided by the initial reporter: verbatim: customer reported: 1.primary rn xxx obtained 1200 vital signs and then paused all infusions and went to disconnect trifurcate infusior line from red lumen needleless connecto (blue cap) on patient's double lumen rue PICC line so that patient could change her shirt. As rn clamped PICC lumen and disconnected end of trifurcate (including all infusions), primary rn immediately went to retrieve new trifurcate, primed it, and connected milrinone, tpn, and lipid infusions to new needieless connectors (blue caps) on new trifurcate where patient was reconnected.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that the luer connector broke when they tried to connect the tri-fuse extension set. Thirteen samples were received for investigation. Two samples will be investigated under (B)(4). Of the 11 samples investigated for complaint (B)(4), 10 and the male luer fully broken off and 1 had the male luer still attached, but was cracked. The complaint of component damage was confirmed. The investigation of the broken and cracked luers was forwarded to the supplier. The investigation of the luer damage determined the root cause to be that the adapters have been over-torqued into the locknuts. The returned adapters were used for locknut measurement, using the two adapters with locknut that were not cracked or broken. The female adapters did not bottom out when assembled with the locknuts. The locknuts met acceptable measurement standards. The bd clinical team was informed of the luers possibly being over torqued by the user, and the customer has been contacted to review the issue further. A device history record review of the full assembly could not be performed on model mz9266 because the lot number is unknown. Review of the luer's production batch history records confirmed that luer's production batch met acceptance requirements. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material #: mz9266. It was reported by customer that the primary rn obtained 1200 vital signs and then paused all infusions and went to disconnect trifurcate infusior line from red lumen needleless connecto (blue cap) on patient's double lumen rue PICC line so that patient could change her shirt. As rn clamped PICC lumen and disconnected end of trifurcate (including all infusions), the clear piece that is used to grip and twist off broke. Primary rn immediately went to retrieve new trifurcate, primed it, and connected milrinone, tpn, and lipid infusions to new needieless connectors (blue caps) on new trifurcate where patient was reconnected. Primary rn put defective equipment in bag and will give to cnm. Verbatim: complaint received via email. Email(s) attached. Customer reported: 1.primary rn xxx obtained 1200 vital signs and then paused all infusions and went to disconnect trifurcate infusior line from red lumen needleless connecto (blue cap) on patient's double lumen rue PICC line so that patient could change her shirt. As rn clamped PICC lumen and disconnected end of trifurcate (including all infusions), the clear piece that is used to grip and twist off broke. Primary rn immediately went to retrieve new trifurcate, primed it, and connected milrinone, tpn, and lipid infusions to new needieless connectors (blue caps) on new trifurcate where patient was reconnected. Primary rn put defective equipment in bag and will give to cnm. (Unable to report). Response received 6 july 2023 hi, I gave kayla a spreadsheet of all the details that I have for the broken products. All of the products were broken at the spinner collar. They were all connected to different patients and had various meds/fluids attached at the time. Unknown pt impact at this time. I have not had to submit pt identifiers previously ¿ is this a new thing? Due to having to change out the trifurcate item, there were minor delays to restarting care, but nothing of significance.